Event description:
Because of a difficult peripherl IV access a port-a-cath was inserted into right subclavian vein with nio technical difficulty, utilizing the site of a previous port-a-cath insertion. Post procedure chest x-ray revealed proper positioning on 12/5/91. Chemotherapy was administered 1/2/92, 2/5/92, 3/13/92 with no difficulty. On 4/14/92 the device was accessed without difficulty via a #22 huber needle with a good blood return. The infusion device registered occluded and once the needle was changed to a #19, the infusion was able to be completed. Nurses notes indicated that the device was positional and functional best when the patient was supline with the right shoulder turned upward and inward. Flushing occurred every four weeks outside this facility per the patient. On 9/23/92 prior to resuming chemotherapy, a chest x-ray revealed a fracture of the catheter at the level of the clavicle - 1st rib with the distal fragment of 6cm in the pulmonary artery.a right hear catherization was performed 9/24/92 and the fragment was retreived via right femoral vein. The patient tolerated the procedure except for a self - limited ventricular tachycardia during catheter manipulation and was discharged the same daydevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.